Event description:
It was reported that ventricular undersensing was observed via remote transmission. Further review noted that ventricular undersensing was intermittent. Programming changes were made. Patient condition is fine.